Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device was inserted transorally through the mouth during a laparoscopic gastric bypass, the device was seated in pouch, but when it was time to release the suture, suture would not release and force was needed to release suture. It was stated that this resulted to a rip in the staple line and leak in the anastomosis needing repair. The surgeon sutured the staple line.